Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: a sample evaluation could not be performed as the samples were not returned. The investigation is inconclusive for port eroding through skin. Although a definitive root cause could not be determined, loose or severed sutures, external mechanical port manipulation, inappropriate port geometry or material, or shallow port depth of placement could have potentially caused or contributed to the reported event. Medical device - expiration date: 01/2021.

Event description:
It was reported that some time post port device implant, the port allegedly eroded through the skin. Reportedly, the patient is scheduled for port device replacement. The patient's status is reported as stable.